Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade. It was noted that this patient had a medical history of copd and sleep apnea. This event occurred during use of biosense webster products during ablation phase. The patient required pericardiocentesis and extended hospitalization (2 days). A transseptal puncture was performed with a non bwi needle (st. Jude brk-1). The physician¿s opinion regarding the cause of this adverse event is that this was due to the st. Jude agilis 8.5 fr sheath (non bwi product), power and stereotaxis rmt (force stability). There was no malfunction reported for bwi products. Settings during the event include: the overall time for ablation at the site of injury was for 3 min and 7 sec, at power control mode, temperature cut off at 50°c, impedance of 144 ohm, power of 50 watts and flow at 30 ml/hr. Power titrated from 40 to 50 watts. The patient received anticoagulation and maintained in a range between 300 ¿ 350 sec.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As the lot # was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: product: stereotaxis system: non bwi products: st. Jude brk-1. / st. Jude agilis 8.5fr. (B)(4).